Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that they turned the stimulation up and changed programs to stimulate more, but it didn't do much. They talked to the doctor and was redirected to patient services. The patient reported that the ins was still not working like it's supposed to, and they were still wetting themselves. The patient mentioned that it had been while since their symptoms had returned, and within the last year the symptoms had been gradually getting worse and worse. The agent reviewed making therapy adjustments and tried to walk them through connecting to the ins. No troubleshooting was done during the call because the communicator didn't power on. The patient will charge the communicator and call back for further assistance. The agent documented reported events. On 2026-jun-05 additional information was received from the patient. The patient stated that the device was no longer fully working. The cause was determined, but no information about the cause was provided. The device was replaced and the issue was resolved.